Event description:
The end user reported that his seals are difficult to remove when his wear time with pouch is one day or less.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2015.